Manufacturer narrative:
Upon follow up with the customer, the reporter stated that the leak had occurred from the fill port cap. The lot was manufactured january 2, 2018 - january 3, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During filling, a leak/backflow was observed from the fill port. Further inspection of the fill port revealed a particle approximately 0.30 square mm in size, lodged under the checkband. Fourier transform infrared spectroscopy (ftir) revealed that the particle was made of acrylic. The reported leak was verified. The cause of the leak was determined to be the particle under the checkband. The cause of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling. The reporter stated that the device had been successfully filled first with glucose; however, the device leaked while attempting to add fluorouracil. The expected fill volume was 96ml. There was no patient involvement. No additional information is available.